Manufacturer narrative:
(B)(4). The 510k are not provided since the product and the lot number are unknown.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed because the disposable set was not returned to baxter. The root cause of the complaint was not determined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use during dwell 8 of 10 . There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.